Manufacturer narrative:
(B)(4). Batch numbers associated with reported lot number p4re4j: p9229t ¿ mfg: 04/10/2017, p92304 ¿ mfg: 04/11/2017, p92208 ¿ mfg: 04/06/2017. That analysis results found that only the sleeve of the cb5lt device was returned and was observe to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the sleeve broke in two inside the patient when passing the liver retractor. The pieces were retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.